Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high threshold of 2.0 v at 1.0 ms. The patient would be monitored.